Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional manufacture date: 11/19/02. The device history record was reviewed and rework was found no issues during manufacture that would contribute to the complaint condition. Service history review: lot #7498656 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the coupling screw broke at the head/shaft junction after the blade was seated. After the final blow, the head sheared off and hit the floor. Upon removal attempts, the inserter may have been damaged, as well as the blade guide sleeve. It was removed after a large frag driver was jammed into the cannula and left turned out. The driver fit well enough to engage the cannula. There was a fifteen minute surgical delay. The patient status/outcome was fine with no issues. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A service and repair evaluation was completed: the customer reported the inserter may have been damaged. The repair technician reported the alignment knob is damaged, and the inserter has a small burr. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. This item was repaired, passed final inspection and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.